Manufacturer narrative:
Patient age at time of event: over 18 years old. Device evaluated by MFR: returned product consisted of a watch delivery system (wds) with implant. There was blood in the lumen and on the implant. There were numerous kinks throughout the shaft of the device. There was no damage or irregularities to the braiding. The implant was received inside the shaft when received. The implant was deployed. The implant was measured and the device size was consistent with the reported information. The anchors were damaged and bent, which indicates that the implant was recaptured. The tip and markerband of the device were found to be damaged. Functional testing was completed by flushing the wds with water. There were no issues and the wds was able to be flushed without difficulties. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
This complaint is reportable based on analysis completed on 12jan2016: it was reported that difficulty flushing the device occurred. A left atrial appendage (laa) closure procedure was performed. A 30mm watchman ® laa closure device & delivery system (wds) was selected for use. While outside the patient, the physician operated the inner core of the device, but found the "distal of the device was difficult to exhaust", further reported as "air flushing." He pulled the core wire back, but it still "got stuck." The wds was exchanged for a new one to complete the procedure and no patient complications were reported. However, device analysis revealed kinks in the device and the condition of the implant was consistent having been used inside the patient and possibly recaptured.